Manufacturer narrative:
(B)(4).

Event description:
It was reported per field service report: pump was on patient. Symptom - source side helium leak. Findings / action taken: found helium regulator causing source side helium loss. Helium regulator assembly was replaced.

Manufacturer narrative:
(B)(4). Additional information received on (B)(6) 2015 from the biomed engineer stated that the pump was not on a patient at the time of the source side helium leak. Device evaluation: the helium regulator assembly was returned for evaluation. Visual inspection of helium regulator assembly was performed and found no obvious damage or defects. The helium regulator assembly in question was installed into a known good autocat2w and performed functional testing. The helium regulator assembly failed testing for a source side helium leak test. The pump alarmed "helium tank low/no pressure" right after the helium supply was shut off. The helium regulator assembly in question was removed from the known good autocat2w. The pcs (pneumatic control switch) tubing port of the helium regulator assembly was sealed off, and a 500psi helium tank was installed. After the helium tank valve was opened, a leak was detected using a bottle of snoop liquid. The leak was noted to be coming from the connection between the pressure regulator and manifold of the helium regulator assembly. It was noted that the helium regulator was manufactured in february 2006. See other remarks section for device evaluation continuation. Other remarks: a device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of "leak in helium regulator assembly" is confirmed. The reported problem was reproduced at (B)(4) facility during the functional test. A leak was noted between the pressure regulator and manifold. The helium regulator assembly failed functional testing. The root cause of the leak is undetermined.

Event description:
It was reported per field service report: pump was on patient. Symptom - source side helium leak. Findings / action taken: found helium regulator causing source side helium loss. Helium regulator assembly was replaced.